Event description:
He sensor was inserted into the arm on 12/08/2023. The product was evaluated. An external visual inspection was performed and passed due to the component not being missing or detached from applicator.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2 type of follow up: - correction. H10: corrected data.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached cannula occurred. The sensor was inserted into the arm. The product was evaluated. An external visual inspection was performed and passed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached cannula occurred. The sensor was inserted into the arm on (B)(6) 2023. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.